Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis presented as an enclosed infection characterized as a boil near the catheter, red in color. An incision was made to clean out the pocket of infection and the catheter was removed. The treatment for peritonitis included ciprofloxacin once per day orally (dose not reported) and some unspecified medication which was given along with hemodialysis as treatment. The patient was going to be put back on pd therapy after a month on hemodialysis. The patient was not hospitalized for the reported event. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a suspplemental report will be submitted.